Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "impossible inflate the cuff." Alleged issue reported as detected during functional testing prior to a patient use. Patient condition reported as "fine". It was reported there was no necessary medical intervention.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was liquid inside the clear cuff. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff maintained pressure at 25 mbar for 30 minutes; however, the clear cuff could not be inflated. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from clear cuff but not from the blue cuff. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. A device history record review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. (Con't) other remarks: the complaint of leakage was confirmed; however, a root cause for the issue could not be determined. During the visual inspection, liquid in the cuff was observed and it is suspected this device has been used by the end user and it is possible that the failure could be induced during the intubation process, although this could not be confirmed. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.

Event description:
Customer complaint alleges "impossible inflate the cuff." Alleged issue reported as detected during functional testing prior to a patient use. Patient condition reported as "fine". It was reported there was no necessary medical intervention.